Event description:
It was reported that patient presented in the operating theater for dft testing. Increased capture threshold and decreased sensing had been observed. Dft testing was successful. The device was reprogrammed and the patient was discharged. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.